Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Slowik, a., marcin, w., <(>&<)> brzegowy, p. Et al. (2017). Mechanical thrombectomy in acute stroke ¿ five years of experience in (B)(6). Neurologia I neurochirurgia polska, 51(5), 339-346. Doi:10.1016/j.pjnns.2017.05.004 the solitaire devices will not be returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the device during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found reports of patient deaths after mechanical thrombectomy. The purpose of this article was to present five years of experience with mechanical thrombectomy in acute stroke in (B)(6) in (B)(6). The authors included 531 mechanical thrombectomy cases with adequate data for analysis. Of the 531 patients, 273 patients were female. The mean age was 66.6 years. A solitaire device was used in 282 of the cases. The article states that 117 patients died during hospitalization. The article does not specify what mechanical thrombectomy devices were used on these patients.